Event description:
According to the distributor's report, the parent states that the physician attempted to close a laceration near the patient's eye and the adhesive dripped into the eye. The physician stated that the patient was combatative and it was the movement of the patient that allowed the device to wick to the eye. The excess adhesive was removed without complication, and antibiotic ointment was administered for prophylactic/palliative reasons. The patient was referred to an ophthamologist with no further complications or adverse consequences reported.